Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated: b5, d10, g1, g3, h2, h3, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during service / maintenance, the broncho videoscope had a blackout occurred when adjusting the angulation. There was no patient involvement.